Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump kept shooting out insulin and is currently not using the device anymore. The insulin pump alarmed compromised force sensor system while customer was trying to fill tubing. Customer's blood glucose was 250 mg/dl. Troubleshooting was performed and it was noted the drive support stick was sticking out. Customer didn't recall pressing the drive support in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.